Event description:
It was reported that the patient was experiencing charging and connectivity issues with their implantable pulse generator (ipg) revision. The patient underwent an ipg revision procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232; (B)(6). The returned implantable pulse generator was analyzed and the reported allegation that the patient experienced persistent issues with charging and communicating to the ipg following recent spine surgery was confirmed. Despite multiple attempts, the ipg continued to experience failures in both charging and communication. The investigation revealed that the asic chip was damaged, which was the cause of the reported issues. Such damage is typically caused by the ipgs exposure to external high-voltage or high-current transient sources. Therefore, this investigation will be classified with a probable cause of unintended use error caused or contributed to event, since, as stated in the labeling, some medical therapies or procedures may cause permanent damage to the stimulator.

Event description:
It was reported that the patient was experiencing charging and connectivity issues with their implantable pulse generator (ipg) revision. The patient underwent an ipg revision procedure and was doing well postoperatively.